Manufacturer narrative:
(B)(4). Additional suspect medical devices: architect c4000 analyzer, list # 2p24-01, and 2p24-40, architect c8000 analyzer, list # 1g06-11, architect c16000 analyzer, list # 3l77-01. Concomitant medical products: architect ict pre-amp board photo coupler, lots 0834 and 0840. Conclusion: new washing process impacted the long term reliability of the photo couplers which degrade slowly over time. The cause of the architect ict pre-amp board photo coupler degradation issue was due to a new manufacturing washing process implemented by the supplier. Abbott issued a product correction letter to all customers with affected instrument serial numbers and implemented a mandatory technical service bulletin to inspect the architect ict pre amp boards and replace if needed.

Event description:
Toshiba informed abbott that certain photo couplers impacting the architect ict pre-amp board can degrade over time affecting the architect c4000, c8000, c16000 analyzers. The degradation causes a change or errors for low calibration slopes (calibration failures) for the sodium, potassium and chloride analytes. Toshiba indicated the supplier of the photo coupler implemented a new manufacturing washing process impacting specific photo coupler lots. The new washing process impacted the long term reliability of the photo couplers which degrade slowly over time. This new washing process was discontinued by the supplier. Abbott has not received any reports of adverse events related to this issue.